Event description:
The hcp reported that while placing the bravo ph monitor, the capsule did not attach to the pt's esophagus. It fell off into the pt's mouth. No serious injury to the pt was reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.